Event description:
During troubleshooting for a check patient line alarm, it was reported that air was observed in the patient line. At the time of the observed air, the patient was connected to the setup for their initial drain of peritoneal dialysis therapy. Upon further investigation, it was noted that the patient had an open clamp on an unused supply line. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a patient who had an open clamp on an unused supply line, allowing for air to enter the sterile fluid pathway. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.